Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's pacemaker was found to have been in back-up vvi mode due to electromagnetic interference. Corrective programming changes were made. No patient consequences were reported and the patient was stable throughout.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.